Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm during the priming step of peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the reported event was unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A sample evaluation was performed and functional testing did not find anything that could have caused or contributed to the reported problem. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device operated within specifications. Should additional relevant information become available, a supplemental report will be submitted.